Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "practitioners must be aware of complications associated with arterial procedures, including bacteremia, septicemia, vessel wall perforation, intravascular clotting and embolization, hematoma, arterial spasm, tissue necrosis , hemorrhage, thrombosis , peripheral ischemia and infarction, peripheral nerve damage, air embolism, and occlusion." The IFU also cautions, "it is recommended to check patency of catheter at least every three hours by delivering a bolus of isotonic saline. It is recommended to use heparinized isotonic saline." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: involved a (B)(6) treated for arterial disease. The catheter was inserted on (B)(6) 2020 under general anaesthesia in left femoral artery during aortic hypoplastic surgery. On the evening of (B)(6) 2020 there were signs of ischemia of the left lower leg with the occurrence of abdominal extension. The femoral arterial catheter was immediately removed, there was anticoagulation treatment and rewarming. There was an attempt to clear obstruction in situ from the left carotid artery leading to ischemic stroke in the carotid territory. There was the occurrence of a compartment syndrome during the re-infusion of the left lower leg so it required an aponeurotomy discharge. A brain MRI showed a small vascular network with a totally abnormal willis polygon, primarily suggestive of systemic genetic arterial disease, probably the cause of these ischemic attacks. The child died on (B)(6) 2020. The user was very experienced and the insertion of the arterial catheter did not present any difficulty. The weight of the child was very low. The child had an arteriopathy. He died from this arterial disease.

Manufacturer narrative:
Qn# (B)(4). The physician reported there was no failure of the catheter. In addition to the patient's underlying condition (low weight and arterial disease), arterial ischemia was facilitated by the presence of the catheter in the left femoral artery. The management of arterial ischemia induced complications leading to death.

Event description:
The complaint is reported as: involved a 3-week-old baby treated for arterial disease. The catheter was inserted on (B)(6) 2020 under general anaesthesia in left femoral artery during aortic hypoplastic surgery. On the evening of (B)(6) 2020 there were signs of ischemia of the left lower leg with the occurrence of abdominal extension. The femoral arterial catheter was immediately removed, there was anticoagulation treatment and rewarming. There was an attempt to clear obstruction in situ from the left carotid artery leading to ischemic stroke in the carotid territory. There was the occurrence of a compartment syndrome during the re-infusion of the left lower leg so it required an aponeurotomy discharge. A brain MRI showed a small vascular network with a totally abnormal willis polygon, primarily suggestive of systemic genetic arterial disease, probably the cause of these ischemic attacks. The child died on (B)(6) 2020. The user was very experienced and the insertion of the arterial catheter did not present any difficulty. The weight of the child was very low. The child had an arteriopathy. He died from this arterial disease.